Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], tingling in legs and hands [paraesthesia], numbness in legs and hands [hypoaesthesia], pain in legs and hands [pain in extremity], weakness in legs and hands [muscular weakness], loss of balance [balance disorder], difficulty walking [gait disturbance]. Case description: an attorney reported that their adult female client, now age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use from the mid 1980's through 2001 and resumed use in 2002 to present, and used super poligrip denture adhesive, unspecified total daily use from 2001 through 2002, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in tingling in legs and hands, numbness in legs and hands, pain in legs and hands, and weakness in legs and hands, loss of balance and difficulty walking. Treatment: has rec'd and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr; therefore, unable to proceed with batch retain testing or product investigation.